Event description:
It was reported that a minicap contained less iodine than previous devices. This was observed during an unspecified step of peritoneal dialysis setup or therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.